Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a blood glucose level of 49 mg/dl. She treated herself with juice. The customer's insulin pump received a motor error alarm and had a blank display. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.